Event description:
The patient reported that her infusion device does not function properly. She stated that the infusion device displayed recurring e4 (occlusion) errors. She stated that she was hospitalized for nine days in 2009, due to "glycemic decompensation" and elevated blood glucose of 350 mg/dl. Her normal blood glucose level is 100 mg/dl. She discontinued use of the infusion device and managed her blood glucose levels with an insulin pen. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.